Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the atw35 device was received in good visual condition and with a tr35w reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally the pan had marks on the bottom consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4).

Event description:
While testing the drill attachment at the manufacturer, it was reported that the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device closed on the tissue and fired but resulted in an incomplete staple line while transecting the renal artery. The surgical assistant had artery within grasper prior to firing of the device thus preventing bleeding. The surgeon opened a new device and transected the artery with no further complications. There were no adverse consequences for the patient. (B) (6).